Event description:
It was reported that a tridel drip was started on an older female in the ER with the infusion pump. The infusion was started at a very low rate and the patient's b/p lowered. The pump was then stopped and turned off. A short time later it was noted that tridel solution was flowing rapidly in the drip chamber even though the pump was powered off and the IV set remained loaded in the infusion pump. The pump was removed from the patient and a bolus of IV fluid was given to raise her blood pressure. It was reported a pressor agent may also have been administered. The patient returned to pre-incident status.

Manufacturer narrative:
Section f completed by the manufacturer based on information from the reporter. It was reported that the infusion pump was initially set aside after the occurrence. However the pump was later not able to be found and the serial number of the pump was not recorded.